Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test screen was installed and displayed properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display issue. The display is very difficult to read and the issue gradually occurred beginning one month prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.